Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/20/2020, after review of devices patient experienced right sided rupture post procedure. Patient¿s date of birth is on (B)(6) 1990. The investigation of the returned device was completed by the failure analysis lab on 10/21/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, according with mentor procedure, and it revealed two tears measuring approximately 0.5 cm (tear a) and 0.4 cm (tear b) in the anterior aspect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/29/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number: 7561625. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 325cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2020.